Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-malignant pain. It was reported that a couple of weeks ago the patient had a fall. The patient was hospitalized a couple days ago with seizure and coma and at this time the caller  is questioning if the catheter was disrupted (post fall), if the patient is getting her medication systemically and questioning if they are experiencing bupivicaine toxicity.